Event description:
Admitted with persistant pain left hip. Pt. Had total hip replacement approx. 7-8 years ago. X-rays show loosening of the previous total hip replacement. Admitted for arthroplasty, revision, left total hip.